Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on in accordance with normal operation using the returned battery cap. There were no cracks observed to the battery compartment. The returned battery cap threads were intact, but the slot on top of the battery cap was found to be worn off. The returned battery cap was able to be secured properly to the test pump. The battery cap contact height and width was found to be within the required specifications. There were no pump defects found during investigation.